Event description:
A distributor in texas reported an issue with two mr850 respiratory humidifiers. Upon device servicing at the regional office in california, it was discovered that the audible alarms were not functioning. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4 lot information: device 1 - lot: 2101431926, serial number: (B)(6), dom: 11 dec 2020, UDI: (B)(4) device 2 - lot: 2101145840, serial number: (B)(6), dom: 08 jun 2020, UDI: (B)(4). Method: method: the complaint mr850 respiratory humidifier was returned to our fisher & paykel healthcare (f&p) service centre in california where it was inspected by a trained f&p service technician. The device was then disposed of. Results: performance testing confirmed audible alarm was not functioning properly. Conclusion: we are unable to determine the cause of the reported event. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Manufacturer narrative:
(B)(4). Lot information: device 1 - lot: 2101431926, serial number: (B)(4), dom: (B)(6) 2020, UDI: (B)(4). Device 2 - lot: 2101145840, serial number: (B)(4), dom: (B)(6) 2020, UDI: (B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in texas reported an issue with two mr850 respiratory humidifiers. Upon device servicing at the regional office in california, it was discovered that the audible alarms were not functioning. There was no patient involvement.